Manufacturer narrative:
(B)(6). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Though the root cause of the reported event cannot be conclusively determined there are patient, clinical and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs.

Event description:
It was reported that the patient was admitted from an outside hospital and was placed on a percutaneous heart pump. The patient was implanted with a ventricular assist device (vad) on (B)(6) 2017 and the percutaneous pump was removed at that time. The patient was suspected to have heparin induced thrombocytopenia (hit), therefore a different anticoagulation/antiplatelet medication was used during the vad implant procedure. During implant, inr values were >10, then 7.9, 4.4 and eventually 2.1. A centrimag was placed at implant for right ventricular support. The clinical team reported that patient was waking up on (B)(6) 2017. However, on (B)(6) 2017, the patient was found to be unarousable by the nurse. A head computerized tomography (CT) was performed which revealed cytoxic edema, an intraparenchymal hemorrhage and a herniation of the brain. The patient's neurological status and organ function began to rapidly decline. Palliative care was consulted and care was withdrawn on (B)(6) 2017 and the patient expired. An autopsy was not performed. Therefore, the pump remains implanted and will not be returned. The site disposed of the peripherals. The clinical team indicated the cause of death was multi-system organ failure is not believed to be related to the vad.